Event description:
A malfunction was reported by a distributor for a pump incident that occurred in norway. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and the customer had already reset the pump once within 24 hours. Consequently, a replacement pump with a new serial number was arranged, and the customer was instructed to switch to manual insulin injections in the meantime. The customer received instructions on putting the pump into storage mode and was asked to return the faulty pump using a pre-paid label within ten days.